Event description:
During initial implant procedure, the right atrial (ra) lead was connected to the device and increase pacing impedance and noise were observed on the ra channel. The device was disconnected and a spring was observed in the device header ra port. A new device was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of high impedance, noise, and header anomaly was confirmed. Visual analysis shows the atrial ring spring was dislodged and pushed into the atrial lead bore.